Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is complete, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the top doesn't close properly so skin graft can't go through. No adverse events were reported as a result of this malfunction.